Event description:
Caller states the patient 4.6 on the coaguchek s system while a comparison lab returned as 2.5 inr. Patient's coumadin dose was briefly held based on the device result and then resumed. No adverse event reported. Requested return of suspect system, however, customer no longer has the test strips; replacement was sent.